Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert was triggered due to a incorrect pmt diagnosis. The device remains implanted. No further information available.